Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent partial removal on (B)(6) 2015 during which the surgeon noted ¿trauma to the bowel and that it was impossible to separate the bowel from the mesh. He had an enterotomy and had to perform a bowel resection.¿ it was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted ¿dense adhesions and the mesh was connecting the previous anastomosis with a loop of small bowel. It was impossible to remove the old mesh from the previous anastomosis and thus, a small bowel resection was required. The hernia defect was repaired using a mesh.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, constipation, inflammation and loss of appetite. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 7/20/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.